Event description:
It was reported that, "rn placed a bd nexiva¿ closed IV catheter system. When retracting the needle from the catheter after getting flash, the safety needle closure did not engage, leaving an exposed needle after withdrawing from the catheter. Rn was able to manually engage the safety cover and it did not lock in place after successful engagement."

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. There were no related reject activity findings relevant to the reported defect associated with the lot number provided for this incident; there were 2 non-related qns (200786584 and 200786013) initiated for this lot. No samples or photos were provided for observations and/or testing of this incident. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that, "rn placed a bd nexiva¿ closed IV catheter system. When retracting the needle from the catheter after getting flash, the safety needle closure did not engage, leaving an exposed needle after withdrawing from the catheter. Rn was able to manually engage the safety cover and it did not lock in place after successful engagement."